Event description:
Additional information received indicates surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced numbness in both arms. As a result, surgical intervention may be undertaken to address the issue.